Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the device spit clips but did not fall into pt. The case was completed with another instrument and there was no consequence to the pt.